Manufacturer narrative:
Month is known but actual date is unknown. Lot number and expiration date, information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the luer-lock connector was observed. No patient involvement.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and evaluation codes result and conclusion: updated. Two (2) photos were provided and reviewed as part of the device analysis. Photo one showed a hotline warming set; the complete device is observed, but no damage or dysfunctional conditions are observed. Photo two showed a close-up of the proximal end female luer connector and was observed to have a crack. One (1) product was received without its original packaging, in used condition, and decontaminated. The product was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The proximal end female luer connector, was observed to be cracked. To verify if the broken luer connector could create a leak, a leak test was performed. The unit failed the leak test confirming the complaint. After reviewing the mitigations that are performed during the manufacturing process to detect leaks, the root cause is that the female luer connector became damaged after the product left the manufacturing facilities. A device history record (DHR) review was not completed as the lot number is unknown. No corrective actions were taken; however this failure will continue to be monitored and take further actions accordingly., corrected data: d1, d2, d3 and g5: corrected